Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Device malfunction: vessel locator wings did not open. Symptoms/adverse event: none. Time of malfunction: during procedure. It was reported the physician attempted left femoral arteriotomy closure using the starclose vascular closure system after an unknown procedure. The vessel locator button was deployed. When the device was pulled back to anchor the vessel locator against the arterial wall the starclose came out of the artery. It seemed the vessel locator wings did not open. Hemostasis was achieved with manual compression. There was no pt injury. No add'l info is available.